Manufacturer narrative:
D4 unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the report data was not current. A technical support specialist (tss) restarted the etl process, and all services were running as expected. Reports on the server were not reflecting current data, with missing transaction activity observed in both patient and device level reports. The tss suspected a temporary etl process slowdown that appeared to have self-resolved. Server health checks showed no system resource issues, and etl cycles were functioning normally. The customer was advised to monitor report generation and report the issue immediately if it recurred, as post event identification of etl delays was limited. A server health check was performed, and no evidence of memory exhaustion or resource constraints was found. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, user reported that the error message etl process delayed ¿ report data not current was observed intermittently during the week and resolved on its own shortly thereafter. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.